Event description:
I have an et587 smartwatch with h-band app. Felt heart racing, I tried to use the electrocardiogram (ECG) function to collect electrocardiogram (ECG) to show to my doctor, the way it would continue to give error to improve contact, failing to record electrocardiogram (ECG) for many minutes. Eventually I was able to record but symptoms have disappeared, and the electrocardiogram (ECG) recorded was extremely noisy anyway.